Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A risk manager reported the patient's flap was noted to be shifted at the one day post-operative visit after lasik in the right eye. The surgeon successfully lifted, rinsed and reset the patient's flap. On the next post-operative visit the flap was in position.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to treatment date. A technical root cause could be excluded. The root cause could not be determined conclusively. The most likely root cause could be the patient rubbed the eye. The manufacturer internal reference number is: (B)(4).